Event description:
It was reported that during central processing, the 8mm cadiere forceps instrument had damage to the tip. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have localized burning on main tube at distal end, next to the proximal clevis. The probable root cause of the thermal damage is attributed to damage during use. Thermal damage can result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.